Event description:
It was reported that procedure was performed to treat a lesion in the anterior descending coronary artery. When using the bmw universal ii guide wire, the guide wire became stuck with the nc trek balloon catheter. After several unsuccessful attempts to remove the guide wire, the balloon catheter and guide wire had to be removed as one unit. The procedure resumed successfully with a non-abbott guide wire. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove. It was reported that the guide wire met resistance with the balloon catheter during removal. Factors that may contribute to difficulty removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The additional device referenced in b5 is filed under a separate medwatch report number. B3: date of event estimated as (B)(6) 2024. D4: the UDI number is not known as the part and lot number were not provided.